Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.during processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.during processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2024-00255 and 1627487-2024-00256.it was reported that the patient was experiencing ineffective stimulation. Surgical intervention took place where the leads were explanted and replaced with a competitor system to address the issue. The ipg was also explanted and replaced with a competitor system, but it is unknown as to why the ipg was explanted.